Manufacturer narrative:
Product event summary: at analysis it was determined that the ventricular sense light-emitting diode was not within specification and the device was replaced.

Event description:
It was reported that the software analyzer originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.